Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
Our field service engineer investigated the unit. The ventilator was tested with another pressure transducer and expiratory cassette during trouble-shooting. However, this did not solve the problem so the parts were not replaced. The nozzle unit was re-seated and after this the unit passed all functional and safety tests. The most probable cause of the failed pre-use check is that the nozzle unit was incorrectly positioned. An incorrectly positioned nozzle unit will be detected during pre-use check. The nozzle unit is part of the maintenance kit for the product and shall be replaced yearly or by maximum 5000 operating hours. It is not known when the last maintenance was performed.

Event description:
(B)(4).